Event description:
It was reported, the patient was not getting any relief from the pump ¿but they believe he may have a spinal cord mass. So it could be either one¿. An MRI was to be performed to confirm. The reporter was not sure if the mass was in the tip of the catheter or not. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8598a lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).